Manufacturer narrative:
72404155, 607031002, reservoir 65 ml pc/iz.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to leak in implant. Cylinders, rte and pump removed and replaced reservoir was drained and left implanted. No adverse patient effects. Additional information was received. Physician unable to find where fluid loss was located. Also patient reported that over the past month or so every time he inflated it, it was getting softer and softer.